Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a ventral hernia repair procedure in (B)(6) of 2008 and mesh was used. Within six months of the surgery the patient experienced pain and difficulty having bowel movements. She was hospitalized several times to rule out an ileus. In (B)(6) of 2011, she was admitted to the hospital for total parental nutrition. A CT scan revealed an incarcerated bowel which required a bowel resection. She has been referred to a pain specialist for pain management. Additional information has been requested.